Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated by infusing water with the syringe. Therefore, the balloon was punctured under ultrasound guidance and removed from the patient by a physician.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was inconclusive. The sample was evaluated and no pinch or blockage was observed. No conditions were found on the sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1.precautions for use when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"

Event description:
It was reported that the balloon could not be deflated by infusing water with the syringe. Therefore, the balloon was punctured under ultrasound guidance and removed from the patient by a physician.